Manufacturer narrative:
Pending investigation. Concomitant medical products: 204-38-12 - stem extension w/slot 120l x18 mm sn: (B)(4), 208-01-02 - cc femoral sz 2 sn: (B)(4), 208-06-02 - cc distal fem augment sz 2, 10mm sn: (B)(4), 208-07-02 - cc posterior fem augment sz 2, 5mm sn: (B)(4), 208-07-02 - cc posterior fem augment sz 2, 5mm sn:(B)(4), 208-09-05 - cc stem ext adaptor 5 degree sn: (B)(4).

Event description:
As reported by legal, that this patient's right knee was revised 09/01/2015. Second revision date: (B)(6) 2021; reason for the revision was not reported. No additional information provided. First revision reported under report # 1038671-2022-00990.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. H7: z-0019-2022.

Manufacturer narrative:
H6: corrected medical device problem code, component code, type of investigation, and investigation findings. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.